Manufacturer narrative:
Initial reporter phone provided (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been undergoing cooling treatment on the cooling pad of the arctic sun device. The cooling pad must not be covered with a sheet and, according to the instructions, should be attached around the body with adhesive fasteners. However, the edges of the wings are hard and easily rub against the arms. The child developed red, hard areas on both arms. Device operation continued despite the hazardous situation. No alternatives for the product comment. It was unknown what medical intervention was provided.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it states: the neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been undergoing cooling treatment on the cooling pad of the arctic sun device. The cooling pad must not be covered with a sheet and, according to the instructions, should be attached around the body with adhesive fasteners. However, the edges of the wings are hard and easily rub against the arms. The child developed red, hard areas on both arms. Device operation continued despite the hazardous situation. No alternatives for the product comment. It was unknown what medical intervention was provided.